Event description:
Unit excised the tissue. Coagulation did not work to stop the bleeding. Pt had to go to hospital to stop bleeding. Pt had to go to hospital to stop bleeding.

Manufacturer narrative:
The leep generator sub-assembly was not returned to coopersurgical for evaluation. A query of our complaint database did not reveal any type of product trend. Should this product be returned to coopersurgical at a later date, we will provide a device evaluation follow up to FDA. (B)(4).